Event description:
The iab was inserted into the pt at 9:45 p.m. And removed the next day at 1:00 a.m. The iab did not malfunction. The pt had bleeding, severe and a transfusion and surgery were required. Also the pt had limb ischemia - major. The iab was not returned to datascope.